Manufacturer narrative:
Additional information received reported the initial lens, that was implanted on 12/13/2017, was a zxt150 20.0 diopter lens with serial number (B)(4). Also, the patient's initials is (B)(6), the date of birth is (B)(6), the operative eye was the right, and the patient's gender is female. The replacement lens was a zxt150 16.5 diopter lens with serial number (B)(4), which was implanted on (B)(6) 2018. There were no issues with the left eye lens and the patient is doing fine post-operatively. There was also no incision enlargement performed. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: female. Model number: zxt150. Expiration date: 04/21/2022. Serial number: (B)(4). UDI number: (B)(4). Catalog number: zxt150u200. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2018. Device manufacture date: 04/21/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted. Refractive miss.

Event description:
It was reported that an intraocular lens (iol), model zxt, was implanted in the patient's operative eye. It was later explanted due to a refractive miss. Reportedly, the surgery center believes that the lens was possibly mislabeled as the doctor saw the incorrect measurement during a post-op appointment with the patient. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.